Event description:
It was reported to philips that the device has burnt paddles. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device is having burnt paddle pocket plates. There was reportedly no patient involvement. The field service engineer (fse) worked with the customer. The customer confirmed the paddle pocket plates were brunt. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray plates. A quote for the paddle tray plates were given to customer. The paddle tray plates to be replaced by customer as their budget allows. No further action at this time.